Manufacturer narrative:
The device was received with cracked and bleeding lcd glass. The device also had cracked case at the display window corners, cracked tube lip, and cracked display window.

Event description:
The customer reported via phone call, the insulin pump had fallen off the counter top and the internal part to the screen looks cracked. Its black and it looks like lines are going through it. The customer's blood glucose was 93 mg/dl. Troubleshooting was performed and customer stated he can't read the screen. The customer was advised to discontinue use of the device, revert to his backup plan, and the device needed to be replaced. Customer agreed to return the device for analysis.